Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test and the off no power alarm test. Device passed back light check. No back light anomaly noted. No missing segments noted during testing including the self test. Device also passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 3 days. No unexpected battery power loss anomaly or blank display noted. The motor functions properly during testing. No unexpected motor noise noted. Device alarmed a21 after the battery change and resets to factory default broken solder joint on interface board. Device uploaded properly using care link. Device had minor scratched display window, broken belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. No damage noted on the lcd glass. The test p-cap and reservoir does lock in place in the reservoir compartment. No anomaly noted when installing the test p-cap and reservoir into the reservoir compartment. No insulin odor noted in the reservoir compartment. However, during visual inspection the electronic assembly and motor had moisture damage.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had force to tilt the screen to read the display. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had scratches and haziness on edges of screen, back light was diminished, reservoir compartment was diminished. Customer also stated that the insulin pump sounds louder than usual. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.